Event description:
On (B)(6), 2010, a respiratory therapist reported inomax ds device (B)(4) had fluctuating monitored nitric oxide (no) readings. The no monitored values continued to fluctuate after the respiratory therapist changed the injector module, water separator cartridge, sample line and verified the ventilator set up. The respiratory therapist did not provide pt or treatment info, but when asked by (B)(6), she stated there was no impact to pt and no adverse event occurred. The device was subsequently replaced with another unit.

Manufacturer narrative:
A respiratory therapist reported inomax ds device # (B)(4) had fluctuating monitored nitric oxide (no) readings. The device is in transit for investigation. The supplemental report will be submitted within 30 days of completion of the investigation.